Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Review of the remote transmission revealed low atrial lead impedances which had triggered a patient alert. The lead impedance measured lower in bipolar configuration. No intervention or patient symptoms were reported.